Manufacturer narrative:
H3: a representative went to the site to preform a system check out. It was noted that there were hardware parts replaced and the system preformed as intended. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 9735225r, lot #: unknown, ubd: unknown, UDI #: unknown. No products have been returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was not able to launch the cranial software, and instead opens a blue screen. The initial reporter (biomed) was not present with the system, so it was unknown if the spinal software launched. There was no patient involved. It was later reported that the site was able to launch cranial without issue, but when they get to plan, the image panes were missing and instead they could see the background blue screen. They were still able to see the application on the sides. They could go to register, but got an error about being able to reconstruct the model. Spine was able to be launched, but did not progress to a plan task since they only have the imaging system set up there. Additional information was received. It was reported that when going into spine, the local representative (cs) was able to get into spine and when she chose the imaging system demo exams and went to navigate, the exams never appeared in the navigation views. She tried to recent and move the exams, but the views never came in. Cranial allowed her to select patient, but as soon as she went to plan, the navigation views were unavailable completely (blue background with the side panel options). When she went to register, it was unable to make a registration model and became unresponsive. It was noted that the likely cause of the issue was a failing graphics card on the computer.